Event description:
It was reported that there was a forced logout. Data was provided for investigation. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Confirmation of the complaint and the probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).